Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the device did not cross the lesion and severe withdrawal resistance was encountered upon removal. The index procedure treated the 90% stenosed target lesion located in the calcified and moderately tortuous proximal left anterior descending (lad) artery. Treatment attempted to place a 3.5x20 taxus liberte but it was not able to cross the lesion. Upon removal, severe resistance was encountered. No patient complications occurred. The procedure was completed with another of the same device.

Manufacturer narrative:
(B)(4): a visual and microscopic examination identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)